Manufacturer narrative:
The customer reported getting a system failure cycle power, error f0006 msg. The device was evaluated locally. The symptom was verified. The data card was reformatted to resolve the issue.

Event description:
The customer reported getting a system failure cycle power, error f0006 msg.